Event description:
It was reported that the system 9900 displays "joystick stuck" error intermittently during use. When this error appears, the c-arm cannot be manipulated using the remote user interface. The system needs to be rebooted for this error to be cleared from the system. This causes a delay in pt care while the system is shut down and rebooted. There was no adverse pt involvement reported. There was no pt info reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The failure could not be duplicated. System annual preventative maintenance performed. The system was tested and found to be working as intended and placed back into service.